Event description:
It was reported that: dr. (B)(6) stated that the pt. Had initial onset of pain starting (B)(6) 2012.

Manufacturer narrative:
The following other hip devices were also listed in this report: lrg tap pri mod nck 0deg 42mm, cat# nls-420000b, lot# 25613301. Tritanium revision acetabular, cat# 509-02-54e, lot# 1jk0n0. Trident x3 eccentric 0 36mm ID, cat# 663-0036e, lot# 15lje2. Delta v-40 ceramic head 36/0, cat# 6570-0-136, lot# 35714002. Gap plate screws, cat# 2080-0050, lot# lrdmrd. Gap plate screws, cat# 2080-0025, lot# mjh01y. It cannot be determined which, if any of these devices may have caused or contributed to the pt's pain. An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should add'l info become available, the eval summary will be submitted in a supplemental.